Event description:
On (B)(6) 2012 the patient contacted animas alleging that the down arrow and contrast keypad buttons are intermittently unresponsive. The patient confirmed that the keypad is intact and the pump has not been exposed to water. The patient reportedly wears the pump on a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling. The "up" button was found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim and fading and the battery compartment was cracked.